Event description:
During the procedure, the robotic prograsp forcep was stuck open, unable to close inside the patient. There was a screw sticking out of the forcep. Md, in order to remove all parts of the forcep, pulled out the screw. Md was able to remove all pieces of the forcep from the abdomen.